Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer stated that the insulin pump had rejected new battery. Battery cap got stuck at times. Insulin pump had crack on battery cap. Insulin was squirting during priming. Down button was less responsive and sometimes had to press twice. Customer stated that they experienced unexplained no delivery alerts not due to site issues. No harm requiring medical intervention was reported. The device will be returned for analysis.